Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated, the surgeon inserted a 12.5 mm icm125v4 implantable collamer lens in the pt's left eye (os) but removed the lens within the same surgery due to high vaulting. The surgeon decided to change the diameter of the lens to a 12.0 mm lens in the operating room. The pt's current bcva is 20/32.